Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the harvesting tool handle. Charred tissue was observed on the jaws. A microscopic inspection showed the silicone insulation to be peeled away from the tip to the center of the cold jaw exposing the metal part underneath. The silicone insulation was not detached from the cold jaw. It was also observed that the heater wire on the hot jaw was slightly flexed but remained attached at the tip and base of the jaw. The silicone insulation on the hot jaw remained intact. Based on the returned condition of the device and the results of the evaluation, the reported failure mode ¿peeled jaw" and the analyzed failure mode "material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone covering was seen coming apart from metal in cautery device toward the end of the harvest. There was a lot of cautery as vein was taken as "pseudo pedicle" with tunnelplasty. Case was completed with the original evh kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone covering was seen coming apart from metal in cautery device toward the end of the harvest. There was a lot of cautery as vein was taken as "pseudo pedicle" with tunnelplasty. Case was completed with the original evh kit. The hospital did not report any patient effects.